Manufacturer narrative:
On (B)(6) 2020 immucor performed antibody screens by tube method using 4 known antibody negative in house donors with retention panoscreen iii lot 30003, retention peg lot 336041 as enhancement, and retention anti-igg,-c3d clear lot 703021 for ahg phase. Controls performed as expected, and all in house donor samples resulted negative as expected. All tubes were checked at the ahg phase using retention checkcells lot 34423. All tubes reacted 3+. Lot 703021 performed as expected. Retention product performed as expected. On october 23, 2020 immucor performed additional review of the complaint and determined that an assessment for reporting was appropriate.

Event description:
On (B)(6) 2020 a customer received unexpected (B)(6) reactions with anti-igg, c3d.